Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot s10924 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 29/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional hernia surgery and was implanted with strattice device lot# s10924-101 on (B)(6)2011. On (B)(6)2023, patient underwent laparoscopic incarcerated, recurrent ventral hernia repair with mesh, laparoscopic extensive lysis of adhesions, laparoscopic partial removal of old mesh, and laparoscopic removal of metal foreign bodies. As per the ppf form, the patient claims: pain, recurrence, bowel obstruction, mesh disintegration, adhesions, emotional injuries with and without treatment, inflammation, and intervention and partial mesh removal surgery. The form lists the condition that was treated: pain, recurrence, bowel obstruction, mesh disintegration, adhesions, intervention and partial mesh removal surgery between (B)(6)2023 and (B)(6)2023. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿covidien parietex; lot #pjk00232,¿ on (B)(6)2011. The form indicates that the device was removed/revised on (B)(6)2023 due to ¿disintegration and metal tacks causing painful adhesions.¿ patient is also implanted with covidien symbotex on (B)(6)2023. The form indicates that the device has not been removed/revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.